Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having trouble with the controller as they stated that their stimulation kept going off and they weren't feeling stimulation. The patient stated they were feeling pain. The patient stated that they were last programmed about a month ago and the patient stated that they were fine after that and then about a week or so ago the patient called the rep to let them know it was not working, but the rep was on vacation. The rep called the patient back today ((B)(6) 2019), and instructed the patient to connect with patient services incase the controller was not working. The patient did not know if they were on high density settings. The patient stated that the rep stated that they would try to set their stimulation so that the patient would not feel the ¿tingling¿. The stated that the controller kept saying that the stimulation was off. The patient stated that they were using the button on the top and would put the stimulation back on. The patient always charged every morning and the next morning it would say it was at 60 to 70 percent and it was not going down. The patient stated that they charged both the controller and the ins every morning to 100 percent. The patient stated that they used group c and went up to 11.0 and now couldn't even get it to 2.0 without the controller saying stimulation off or ¿something like that¿. The patient stated that the only group that works was b and the patient couldn't get it to 7.0 without getting the screen that says settings can't go any higher. They stated that group a was as bad as c. Patient services reviewed that if the patient was getting the ¿settings not available¿ message and was not feeling the ¿tingling,¿ the patient may be set at a higher rate and the patient may need to recharge more frequently. The patient stated that they did not think the charge had been going down that fast and the patient stated it showed about 60 percent. The patient stated that they continued to get settings not available. The patient stated that they go into the MRI on/off mode and patient services reviewed that the patient did not need to go into MRI mode. During the call the patient stated that their controller showed group b at 7.7. The patient stated that stimulation was on right now. They stated that the controller was at 100 percent and the ins was at 60 percent. Patient services reviewed that if the patient was at 7.7 the patient may want to monitor the settings of the ins and see throughout the day how fast the ins charge was going down. Patient services reviewed that it sounded like the equipment was working as expected, but if the patient was set at a higher setting then the patient may lose charge by the end of the day. The patient stated that the stimulation did seem to turn off at the same time every day and then later stated that they were not sure. The patient stated that before their implant their back would hurt and they could barely make their bed and after the implant they could make two beds and do the dishes. They stated that they started feeling pain so that was why they called for an adjustment. The patient stated that the rep was going to set up an appointment with them. It was reported that the event occurred in (B)(6) 2019 and had been occurring for about two weeks. Additional information was then received from the rep on (B)(6) 2019, reporting that the patient was having difficulties turning up their amplitude and kept getting the ¿out of regulations¿ message. It was unknown what factors contributed to the reported issue. It was reported that the rep interrogated the patient¿s device and ran an impedance check and found that contacts 1, 2,3, and 5 were out of range. The rep reprogrammed the patient avoiding these electrodes. It was reported that if the patient gets good relief with the new reprogramming they would leave it be, but if they were unable to get relief from the programming then they would discuss a revision with the patient¿s doctor. Surgical intervention had not occurred and was not planned at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient thought at their appointment that the new programming around the out of range impedances was maybe helping, but the rep indicated that they would call the patient next week to confirm it with them. It was reported that the cause of their stimulation turning off on its own and the patient having to turn it back on was unknown. The rep stated that they could not find out, they thought maybe they were turning it off and didn't realize but they stated that they didn't think it was related to adaptive stimulation. Actions taken to resolve this issue was the rep reviewedeverything with the patient again and they¿d see if the issue was resolved next week. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated her pain relief was better than it was before after programming around the out of range impedances. The rep thinks the patient was inadvertently turning off her stimulation while charging. The rep thinks the issues was resolved and this information was confirmed with the physician. No further information was reported.